Manufacturer narrative:
"."

Event description:
On (B)(6) 2015, aneurysm enlargement (amount unknown) was identified.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On (B)(6) 2015, follow-up angiography identified a proximal type I endoleak. It was reported the endoleak was caused by disease progression of the proximal neck, and it is unknown if aneurysm enlargement has occurred. The same day, the physician elected to implant an aortic extender component for proximal extension on the rlt311417. It was reported the device was positioned to deploy directly below the lowest renal artery. However, after deployment, it was noted that the aortic extender component had been deployed at the level of the lowest renal artery ostium. A bare metal stent was implanted into the lowest renal artery to maintain perfusion. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
Additional device implanted and involved in this event: pla320400/13273535. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.